Event description:
The physician was performing a bone marrow on the patient when the handle of the bone marrow needle broke off leaving the needle imbedded in the iliac crest. Pliers were needed to remove the needle from the patient's iliac crest. The patient was discharged to home without sequela. The needle is the jamshidi 6 inch needle supplied by mid west medical.